Event description:
Notes: biv pacemaker programmed vvir at 70 bpm. Rv unipolar lead impedance warning on (B)(6) 2023. Rv pacing (unipolar) 228 ohms last measured on (B)(6) 2023. Threshold 200-3000 ohms. Rv pace polarity unipolar. Rv sense polarity unipolar monitored at/af episodes most recent on (B)(6) 2023. Device appears to be undersensing on atrial lead. P wave 0.8 mv, sensitivity programmed 0.45mv. From carelink network: atrial unipolar lead impedance warning on (B)(6) 2022. 3000 ohms (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).